Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address a loose, undersized stem. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, difficulty ambulating, metallosis. The liner and head are now being added to address allegations of metal on metal.

Event description:
Update rec'd 8/11/2014 - pfs and medical records received. This complaint is for the right hip. After review of the medical records the revision operative note confirmed a loose stem. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets received. In addition to what was previously alleged, ppf alleges metal wear. Added state, age, patient identifier, law firm, associated contacts and product details.